Event description:
It was reported that a pacemaker was attempted to be implanted, however, this right ventricular (rv) lead was unable to capture or pace unipolar when the lead was connected to the pacemaker. It was noted that the bipolar threshold was higher for this lead when connected to the attempted implanted pacemaker compared to the previously implanted device, so the physician decided to test the unipolar. The lead was disconnected from the device and was connected to the pacing system analyzer (psa). The threshold testing was successful for both unipolar and bipolar. Technical services (ts) provided potential causes, and the boston scientific representative noted that those causes were not applicable in this case. Another pacemaker was implanted, and the lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that a pacemaker was attempted to be implanted, however, this right ventricular (rv) lead was unable to capture or pace unipolar when the lead was connected to the pacemaker. It was noted that the bipolar threshold was higher for this lead when connected to the attempted implanted pacemaker compared to the previously implanted device, so the physician decided to test the unipolar. The lead was disconnected from the device and was connected to the pacing system analyzer (psa). The threshold testing was successful for both unipolar and bipolar. Technical services (ts) provided potential causes, and the boston scientific representative noted that those causes were not applicable in this case. Another pacemaker was implanted, and the lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.